Manufacturer narrative:
The investigation into the reported purge system leak has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Of note, sodium bicarbonate was used as a purge solution. The cause of the purge leak was sidearm yellow luer damage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64 year-old female with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a crack in the yellow luer. There was no patient injury reported.